Event description:
On (B)(6) 2013,the patient contacted animas and alleged the following: the pump started emitting a call service alarm in the early am and he cannot clear the alarm. He reports he has removed the battery to clear the alarm at least 10 times. Patient is calling from his health care provider¿s (hcp) office, and they cannot clear the alarm. Patient reports his blood glucose (bg) went very high but would not give a value. Patient has given injection insulin and reports he is doing ok. Customer support (cs) advised him that the alarm not clearing is indicating the pump can no longer be used; to go off this pump and onto the hcp alternate method of insulin delivery. Patient reports understanding. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.